Event description:
During peripheral intervention procedure, a crosser 14p (rx) catheter was inserted into left femoral antegrade approach over guidewire. The crosser 14p (rx) crossed the proximal cap of the occlusion without difficulty. When the catheter was advanced to the anterior tibial artery, the injector stalled out. Dr. Wanted to exchange the crosser 14p (rx) for a new catheter. The wire and the catheter would not separate. The wire appeared to be looped up in the artery. Dr. Unable to remove wire and catheter through the 6f sheath after multiple attempts. Surgeon notified. An 0.035 wire was inserted through the sheath. The wire, the crosser catheter, and the 6f sheath were removed. A hematoma developed. Manual pressure applied and 7f sheath was inserted. Crosser catheter was inspected and appeared to be "melted" to the wire, could not be separated. Pt to the or for left common femoral artery repair of lacerated left common femoral artery.